Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient double disconnected both power sources from their controller when they were switching out their batteries. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed a controller power up and motor start event on (B)(6) 2018 at 13:00:29. The data point prior to the controller power up, logged at 12:56:55, revealed that a battery was connected to power port 1 with 24% relative state of charge (rsoc) and a battery was connected to power port 2 with 98% rsoc. The data point after the controller power up event, logged at 13:01:05, revealed that power port 1 was not connected to any power source and a battery was connected to power port 2. The controller was without power for 15 seconds. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a disconnection of both power sources from the controller. An internal investigation is evaluating double disconnects. If information is provided in the future, a supplemental report will be issued.